Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported there were telemetry issues. It was reported the manufacturer representative is at a case where the health care provider (hcp) is replacing the lead but they are unable to check the impedances due to the implantable neurostimulator (ins) being depleted. It was noted there were no issues with the ins it was just that the patient did not charge the device prior to the surgery. Additional information received reported the patient had not charged due to poor coverage. It was reported the patient underwent the lead revision in an attempt to get better coverage but it was unsuccessful. It was noted the patient decided to have their battery planted and their original lead was still in place.